Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under her chest near the electrodes. She reported that her skin was sensitive. The area was reported to be itching and red but not broken up and no bumps. During a follow up the patient reported that she spoke to her doctor who recommended the patient use a different antihistamine and removed the device for a while to help with the irritation. The patient ended use as the rash came back when she put the device back on. The final medical outcome of the rash is unknown. There was no alleged device malfunction.